Event description:
It was reported that the pump unexpectedly displayed a reset screen. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. It was explained that the pump reset is a built-in safety feature, and the customer was informed that certain settings would reset, requiring manual adjustments. The customer understood the information provided and successfully resumed using the insulin pump.